Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6)2024. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on (B)(6)2024.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. The implanted device remains.

Manufacturer narrative:
This report is submitted on december 20, 2023.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.